Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited previously showed two years remaining longevity. During the recent device check, the device showed three months remaining longevity. Analysis showed that there was no low voltage fault, however, the battery rundown was consistent with other devices that declare the fault. There were no other suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. The device remains in service. No adverse patient effects were reported.